Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the customer had device that would not connect to brain but wasn't able to replicate the error the unit came in with, though the error log showed that it had a software issue which was resolved with replacement of re flashing the unit. During testing noticed some segments on the display were dead, so replaced the display board. The unit passed all of its preventive maintenance testing. There was no patient involvement.